Manufacturer narrative:
The deltaplush will not be returned, therefore the root cause of the coils non-detachment cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the deltaplush coil (dpl10015220/p11380) could not be detached in the aneurysm. The physician tried to detach it twice but it didn't work so he resheathed the coil. The product has been discarded. The procedure was finished with other coils (details unknown) successfully. There was no significant clinical delay to the procedure due to the issue. There was no damage to the coil delivery system prior to use. A pre-deployment electrical check was performed. No fault light was seen during the case. Upon pressing the power button all lights illuminated and the green system ready light illuminated. The detachment light illuminated during the detachment cycle and the audible signal beeped. All connections appeared to fit properly without use of excessive force. The same connecting cable and detachment control box were used with subsequent coils without issue.